Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent occurrences of inaccurate fill estimates. Reportedly, after loading a cartridge, the insulin gauge displayed 130 units, 115 units, or 180 units immediately. Additionally, the customer reported sometimes loading the cartridge with cold insulin. At the time of the reported event, the issue was not occurring and displayed an accurate fill estimate after being loaded onto the pump. There was no impact to the customer's blood glucose level.